Event description:
It was reported that catheter issue. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when an attempt was made to insert the catheter into the body, the device got separated approximately around the lap joint. The procedure was completed with another of same device. There was no patient injury.